Event description:
It was reported that medication continued to infuse in the patient's arm with use of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing extravasation. The following information was provided by the initial reporter, translated from french: "wednesday 09/08 insertion of the venofer infusion catheter, infusion without problems. Friday 11/08 administration of a new venofer infusion via the same catheter, diffusion into the arm and despite the ide stopping the infusion, the product continued to diffuse into the patient's arm. The kt was inserted on 09/08 and was functional during the venofer infusion. On 11 august, during a second infusion of the same product, it spread into the arm and continued to do so, even though the infusion was stopped immediately. The patient presented with an inflammatory area that required no specific treatment, just monitoring of the inflammation. A new infusion was necessary. The contaminated device was kept for expert examination."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd received a used 20 gauge insyte autoguard blood control pro unit from an unknown lot. A review of the device history record could not performed as the reported lot was unknown and could not be identified from the returned unit. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, a leakage test was performed on the returned unit but no leakage was observed coming from the device. Finally, the device was microscopically inspected to identify any issues not visible to the naked eye but no defects were found. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that medication continued to infuse in the patient's arm with use of the bd insyte¿ autoguard¿ bc shielded IV catheter, causing extravasation. The following information was provided by the initial reporter, translated from french: "wednesday 09/08 insertion of the venofer infusion catheter, infusion without problems friday 11/08 administration of a new venofer infusion via the same catheter, diffusion into the arm and despite the ide stopping the infusion, the product continued to diffuse into the patient's arm. ------- the kt was inserted on 09/08 and was functional during the venofer infusion. On 11 august, during a second infusion of the same product, it spread into the arm and continued to do so, even though the infusion was stopped immediately. The patient presented with an inflammatory area that required no specific treatment, just monitoring of the inflammation. A new infusion was necessary. The contaminated device was kept for expert examination."